Event description:
Stryker 2108 series sagittal blade tines (where it connects to handle, not patient saw end) broke off into the sterile field. Required a lot of time to identify where the metal fragment was from and after x-ray confirmation, the incision of arthroplasty had to be reopened to retrieve the fragment. Not only is this dangerous to the patient but arthroplasty implants are already very susceptible to infection and closure should be quick to reduce the risk. Much time was spent on locating and thankfully the patient was not hurt but had longer anesthesia time as a result.